Event description:
Sure comfort insulin syringe 1cc 1/2" 30g (B)(4) (item 22-6210) (lot 30312). During otc sale of one package of 10 syringes I was injected with one of the syringes through the polybag due to the syringe being manufactured without a cap over the needle. Reason for use: dispensing to patient for insulin injection.